Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # g7750346, # g7750087 and # g7750443. (B)(4). These parts are not approved for use in the united states; however, a like device catalog # 7750346, 510k # k090714 was cleared in the united states; catalog # 7750087, 510k # k070742 was cleared in the united states; catalog # 7750443, 510k # k090714 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical fusion at the occipital to t2. It was reported that the patient underwent a revision surgery to irrigate and remove part of the construct due to a suspected infection associated with fistula generated on the occipital bone. After irrigation, rod(s) and axial domino(s) were replaced with new one(s).